Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted there was blood in/on helix mechanism.

Event description:
It was reported that during rehabilitation from open heart surgery, the patient experienced having pauses and the lead thresholds had increased. The lead was explanted and replaced. No further patient complications were reported as a result of this event.